Event description:
It was reported that the compressor was frequently switching to standby mode. There was no patient harm. Manufacturer's ref :(B)(4).

Event description:
Manufacturer's ref : (B)(4).

Manufacturer narrative:
It was reported that the compressor was frequently switching to standby mode. Another compressor main circuit board was tried in the compressor but the problem remained, indicating a defective standby valve. The compressor was not repaired and compressed air gas is now supplied from a gas central. No faulty part was returned for investigation. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. Additionally, if no o2 gas is connected to the ventilator, stop of ventilation may result as a worst-case scenario.